Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified mid right coronary artery. A 4.00mm x 38mm promus premier¿ stent was advanced to the lesion but the stent detached from the stent delivery system. The detached stent did not embolize and was retrieved successfully using a snare. The procedure was completed with a different device. No further patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).